Event description:
The reporter stated that the surgeon inserted a three piece silicone lens model aq2010v with no complications; however, the lens became dislocated; so it was removed without enlarging the incision and another model lens was inserted. The surgeon also did a corneal relaxing incision due to patient has high astigmatism. This lens was a replacement lens for another aq2010v that was removed. See MFR report number 2023826-2007-00305 for the other report.